Event description:
Our (B)(6) daughter started invisalign treatment on (B)(6) 2013. Shortly after starting treatment she developed respiratory symptoms including sore throat, fatigue, swollen lymph nodes, allergic nasal symptoms (sneezing, itchy nose, coughing, congestion) and mouth sores. These symptoms appeared within 2 days of starting a new aligner tray. Every two weeks she would replace the aligner tray with the next aligner in the treatment series and the symptoms would redevelop within 1-2 days of using a new aligner tray. Two weeks from beginning the invisalign treatment on (B)(6) she woke up complaining of feeling foggy headed, couldn't concentrate, her movements were slowed to where she reported feeling stuck while trying to get dressed, shower, or process info. Suddenly this honors student couldn't read and described her brain as 'not working'. A blood workup was done and revealed elevated lymphocytes, neutrophils, and eosinophils; her immune profile showed a consistent decline in igg levels from that point forward. In (B)(6) 2013 she was admitted to the hospital and a neurologist was assigned to complete a neurological workup. MRI, mrv, mra scans and eeg did not reveal any abnormalities, seizure activity or masses. We obtained a second opinion from another neurologist. The two neurologists along with an immunologist believed there to be sudden inflammation of unk etiology. By may her functioning was so slowed and her mental fogginess so severe that she had to discontinue school. She was admitted to the hospital and received an IV steroid infusion over three days to suppress the inflammation. She experienced short remission for five days. In (B)(6) 2013 we discontinued the invisalign on the advise of the orthodontist to see if any improvements would occur. For three days she did not wear the aligners. Her sore throat and mouth sores went away. On the fourth day, she wore the aligners again and immediately experienced sore throat, dry mouth and mouth sores. The invisalign was immediately discontinued and the ortho contacted align technologies to request a hypoallergenic material to replace the smarttrack material that had been used. We did not proceed with the invisalign and have spent the remainder of 2013 to date getting her back to baseline. All of the respiratory symptoms (specifically the mouth sores and sore throats) discontinued after invisalign treatment was stopped. Her cognitive functioning has improved. We have since learned from the invisalign msds that the product contains a chemical called mdi which is known as a toxic contaminant mostly studied in occupational work environments. It is noted to be a hazard especially to children. Symptoms of mdi or isocyanate exposure are comparable to the symptoms our daughter experienced; however, her health effects were severe due to the oral exposure to mdi--and/or perhaps other chemicals in the invisalign aligners--that leached into her oral mucous membranes via the mouth sores and nasopharyngeal tissue. She wore the aligners for 24 hours a day over a 7 month timeframe. She continues to recover at 90% but still has effects from the exposure. She has since developed a latex allergy and we are concerned that latex may be an ingredient in the invisalign but we have been unsuccessful in obtaining the complete materials list.